Event description:
It was reported by the patient that they were concerned the cardiac resynchronization therapy pacemaker (crt-p) was not functioning properly, as a heart rate monitor was showing their heart rate to be below the lower rate setting of the device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.